Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that during routine follow-up it was found that there was no capture or sensing on the right ventricular (rv) lead and the lead was dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.